Event description:
On 6/9/99 the pt, who was status post intracoronary stent placement, underwent a follow-up cardiac catheterization via the right femoral artery. At the conclusion of the procedure a techstar xl was used to close the pt's right femoral artery, but the needles did not retract. The pt was subsequently taken to the operating room where the techstar xl was removed and the pt's femoral artery sutured closed. On 6/10/99 the pt was discharged home.